Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging intense cough and breathing obstruction. In addition, the patient reported problems with breathing, and constant use of drops for the nose and eyes (in the last two years) due to constant irritation of the mucous membranes of the nose and eyes. The manufacturer's investigation is ongoing. If any additional information is received, a follow up report will be filed.